Event description:
It was reported that the lead was capped and replaced due to high capture threshold. The patient was in stable condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.